Manufacturer narrative:
B3 - date of event is estimated.

Event description:
It was reported the patient experienced a fall and the patient's leads had migrated causing ineffective therapy. Troubleshooting was unable to solve the issue. Surgical intervention may be pending to address the issue at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Correction: e1: the physician information was updated to reflect the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.